Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch: lcm251. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any anomaly or issue with the device/ fixation tab prior to use? What was the condition of the tissue where suture was used (normal, diseased, weakened)? Was the fixation tab intact when the suture was placed in the patient? Was there any predisposing factor prior to the event (cough, fall, etc)? Was there extreme pressure on the knee during procedure, post op (therapy)? What is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? Can you describe the appearance of the suture during the second procedure? Was the suture found broken, can you identify where (termination, middle, end)? Do you have any photos or suture for evaluation? What are the patient weight and bmi? What is the current condition of the patient? (B)(4).

Event description:
It was reported that a patient underwent a right total knee arthroplasty on (B)(6) 2017 for the treatment of gonarthrosis and a barbed suture was used to close the surgical wound on the fascia and the articular capsule. On (B)(6) 2017, when the patient was moved from the bed to a wheelchair, the surgical wound on the right knee became open. The dehiscence reached the fascia. Two hours later, the affected wound was re-sutured with a different suture by interrupted suturing. The patient was administered the antibiotic cefazolin for additional 5 days. On (B)(6) 2017, rehabilitation for the knee on the position of flexion was started. Currently, the patient's symptoms have resolved and the surgical wound has healed. The surgeon opined that there was a possibility that his way of using the barbed suture was not proper. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 07/18/2017 additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch# lcm251, mfg.date: (B)(6) 2017; exp. Date: (B)(6) 2019 in addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: can you describe the surgeon initial technique with stratafix symmetric tab? It is supposed that he followed the instruction for use. However, the details about his actual technique is unknown, . Was there any anomaly or issue with the device/ fixation tab prior to use? No, there wasn¿t what was the condition of the tissue where suture was used (normal, diseased, weakened)? No information. Was the fixation tab intact when the suture was placed in the patient? Yes, it was. Was there any predisposing factor prior to the event (cough, fall, etc)? The wound became open when the patient moved from the bed to a wheelchair. Was there extreme pressure on the knee during procedure, post op (therapy)? No information. What is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? He think there is a possibility that his way of using the stratafix was not proper. Can you describe the appearance of the suture during the second procedure? No information. Was the suture found broken, can you identify where (termination, middle, end)? No information. Do you have any photos or suture for evaluation? No, we don¿t. What are the patient weight and bmi? No information. What is the current condition of the patient? The condition as of (B)(6) was as follows.; the patient was in the hospital but the surgical wound had already healed. She was undergoing rehabilitation on the knee joints. Further information has not been provided since (B)(6).